Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(4) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "on the second day, air leaked and sleeve inflated. It was found not during suctioning." There was no reported injury.

Manufacturer narrative:
The device history record for the reported lot number, 30096334, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received without the original packaging however, a product label was returned. No other components were returned except for the red lock/ tab located inside of the dse [dual swivel elbow] female portion. The manifold test adaptor was performed. During the leak testing rotation of both male and female swivels at 360-degrees no drastic rise readout was seen on the tester monitor. The catheter tip with skives was positioned inside the peep seal/ manifold and no sleeves blow-up/ inflates seen. No leak sound was heard as well. The test result for this action was acceptable pass as seen on the leak tester monitor. The root cause could not be determined since the reported failure was not reproduced in lab during sample evaluation. All information reasonably known as of 09-sep-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.